Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was returned and measured approximately 16mm in length. The remaining intact portion of the probe measured approximately 3mm in length at the proximal end. An u509 error code was observed. The ptfe pad (teflon pad) was inspected and found to be slightly worn but still intact, no missing fragment, and no metal exposed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the tip broke off at the distal end of the device and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.